Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not exit the preparing to prime loop and insulin squirted out of the tubing during manual prime. No harm requiring medical intervention was reported. Troubleshooting was not performed. The insulin pump will be returned for analysis